Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-sep-2025, the user¿s father reported fluctuating blood glucose (bg) levels since (B)(6) 2025 after the user began taking metformin. The agent advised contacting the trainer or endocrinologist for guidance on ilet management while using metformin. The caregiver planned to reach out to the healthcare provider. The lowest blood glucose (bg) recorded was 50 mg/dl, and the highest was 300 mg/dl. Bg was corrected with juice and candy for low bg and ilet corrections for high bg. The user felt fine during both high and low bg events. No medical intervention was reported at the time of call.